Event description:
It was reported that during a remote follow-up, noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. (B)(6) technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition with no consequences. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).